Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report of the drawer failure was confirmed by fse. According to work order (B)(4) the fse reported that drawer 4 is failing and not detected on bus. He opted to replace it and installed a new drawer. Tested in hta successfully. Laboratory external inspection does not find any visible damage. During laboratory testing, the drawer was manually opened, and the boards were successfully tested. During hta, all tests passed successfully, except for two cubies that could not be installed. Internal inspection revealed misaligned pocket release wires, which prevented proper cubie pockets installation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer failure (not being detected on the bus) could not be determined. However, hta testing confirmed that the drawer was able to connect and perform functional operations without any issues. An incidental finding was observed on two cubie tray assemblies, where two cubie pocket locations had misaligned pocket release levers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and not detected on bus. As per part investigation, it was determined that there was multiple cubie with misaligned pocket release lever. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 half height cubie filed and not detected on bus. The field service engineer noted that the drawer had been repaired multiple times recently and opted to replace it. A new drawer was installed and tested in hardware test application (hta), confirming full functionality. Additionally, the fse assisted the onsite analyst with staging new stations and loading new bio ID software, which tested successfully in hta. The system functioned as intended after the field service engineer resolved the issue.